Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: version: (B)(4) , UDI#:(B)(4). The system was serviced in the field and no fault was found. The system then passed the system checkout and was found to be fully functional. Software analysis determined that the reported behavior was consistent with a known software issue. Review of the system logs showed low performance errors, even before the surgeon cloned the plans. The number of low performance errors increased when the plans were doubled to 32 (total of 687 errors). Low system performance was usually seen whenever a lot of rendering is needed (due to the number of exams, registration model, plans, etc.) On the user interface. The issue was resolved with a system reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for an electrode and probe placement procedure. It was reported that there was slow system performance on the system. They were doing a stereoelectroencephalography (seeg) placement and instead of placing the probe on the back of the bolt and updating the plan, the surgeon decided to clone each plan with the intent to compare the entry point on the patient with the back of the bolt. There were originally 16 plans, so there was a total of 32 plans on the system. When navigating near the end of the case (approximately 8 plans left), the manufacturer representative noticed that the system started performing slowly. At one point a low performance error was observed, but it went away. The system eventually became completely unresponsive. This was confirmed by turning the camera away from the autoguide and patient reference. However, the system tracking view still indicated tracking of both. The system issue ultimately resolved without a reboot. The reported issue resulted in a procedure delay of approximately 5-10 minutes . There was no impact on patient outcome. The manufacturer representative did not check the available system storage, but indicated this was a lower volume account and just got the navigation system. So, the storage was likely not full. There was one imaging system registration, and 2 mris for the patient.